Event description:
(B)(6) study. It was reported that unstable angina occurred. In (B)(6) 2014, the subject presented with unstable angina as well as silent ischemia and referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 12mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of 3.00mmx16mm promus element stent. Following this post-dilatation was performed with 0% residual stenosis. A week later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2014, the subject was diagnosed with unstable angina and hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Eight days later, the event was recovered/resolved and on the same day the subject was discharged.